Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was received with a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the customer had a button error alarm on their insulin pump. Customer stated that she wears the insulin pump in her bra and it may have been exposed to sweat moisture. Customer also mentioned having high and low blood glucose readings. Customer's current blood glucose reading is 162 mg/dl. No further information reported.